Event description:
Rptr stated that pt had an allergic reaction to suture and experienced gaping holes in skin following breast implant surgery in 1997. Sutures and breast implants had to be removed nine weeks following the initial procedure.